Event description:
It was reported to philips that the system could not make exposure due to a suspected software bug on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system and resolved the issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).